Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered a code 1005, indicative of an open circuit condition due to a high out-of-range shock impedance measurement greater than 145 ohms detected during shock delivery. It was noted shocks were not always successful converting and therapy was exhausted in one episode. Subsequently, the ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).